Event description:
User facility reported unsuccessful seating of two novasure devices during an attempted endometrial ablation. The procedure was abandoned. During follow-up in 2009, the physician reported "the patient's uterus had an odd shape and was retroverted". He reportedly perforated the uterus with the second device during seating. No treatment was needed and the pt was discharged home. Additionally, he reported he spoke with the pt the same day, and the pt is doing fine. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date. No direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) precautions: pts with a severely retroverted uterus are at greater risk for uterine perforation during any uterine manipulation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.